Event description:
Pt's left internal iliac artery was embolized two days prior during a preliminary angiogram detecting the vessel was fairly aneurysmal. The main body graft was advanced via the left femoral artery. The proximal landing zone of the main body graft was intended to cover an accessory renal on the left side, but the graft canted lower on the left when deployed and the occlusion of the accessory renal was not achieved. After deployment of the main body graft, a sizing catheter was advanced and measurements determined that the required length to land closer to the internal iliac on the right, and to land past the internal iliac on the left would require additional grafts. Contralateral and ipsilateral leg grafts were deployed without complication. Completion angiogram observed a slight proximal type I endoleak. The proximal sealing stent was ballooned several times, with no noted resolve to the endoleak. A main body extension was then deployed within the main body graft, covering the native vessel on the left and slightly extending the graft upward. At conclusion of the procedure, a filling was noted along the top side of the graft, but no communication with the aneurysmal sac was observed. The first and second sealing stent of the main body graft had good apposition with the vessel wall. A slight "blush" was also noted, believed to be originating from the lumbar arteries. The leak at the top of the graft was thought to be retrograde flow back into the accessory renal artery. With the pt's current act level over 300, the endoleak was thought would spontaneously thrombose. A follow-up examination was scheduled for one month.